Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer experienced elevated blood glucose (bg); exact value not provided. The customer's parents changed all supplies and administered a manual injection however, the customer still had elevated bg and ketoacidosis. The customer was taken to the hospital and treated with another manual injection which customer eventually responded to. The customer was discharged on (B)(6) 2020.